Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks to break a ventricular tachycardia (vt) episode, but therapy was ineffective. This crt-d was reprogrammed and remains in service. No adverse patient effects were reported.